Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that upon review of the session records, the patient received multiple inappropriate therapies due to ventricular tachycardia diagnosed as supraventricular tachycardia. The physician reprogrammed the device. The patient was stable after the event.